Event description:
Provider stated that there was a sanode failure on the chair. The sanode connects the joystick to the tilt actuator so a user can tilt their chair using the joystick. If it is broken, the user may become stranded in a tilt position.